Event description:
It was reported to the incident coordinator from the national sales manager that a patient received a medpor right and left mandible angle implant during a procedure that included a full-face lift. The right mandible was placed through the face-lift incision. To place the left mandible implant the doctor made an intra-oral incision. The left mandible implant became infected and the doctor removed the implant. A non-medpor chin implant was in place and removed the day of the surgery. The nurse reported that the patient has been on antibiotics and is doing well.